Manufacturer narrative:
Investigation summary: bd received both used and unused samples of the cardinal foley catheter (ref: (B)(4), covidien dover¿ 100% silicone urine meter foley tray with coude tip) from the customer facility for investigation (note: the cardinal foley catheter is not manufactured by bd). The used cardinal foley catheter was observed to have a small hole in the center of the blue rubber septum on the foley's sample port. The unused cardinal foley catheter had an intact septum and was mated with a retain sample of the bd llad incident lot. During this evaluation, water was passed through the foley/llad assembly for a short period of time. Following this, leakage of the water was observed to be coming from the cardinal foley catheter's sample port (specifically, the blue rubber septum). Upon removal of the bd llad from the sample port, there was no evidence of damage to the bd llad, which was found to meet all of the required dimensional specifications. A review of the device history record was completed for the bd llad incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the cardinal foley catheter's assembly with the bd llad, leakage was observed during use. However, the leakage was observed to originate from the cardinal foley catheter's sample port and not the bd llad. Furthermore, the bd llad was found to meet all of the required dimensional specifications. Root cause description: based on the investigation, a root cause could not be determined. The bd llad was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder w/ multiple sample adapter had an open hole and leaked urine from the site. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a hole or leakage with the product was not observed as the photos only captured product identification. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the customer's observation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder w/ multiple sample adapter had an open hole and leaked urine from the site. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder w/ multiple sample adapter had an open hole and leaked urine from the site. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the product was not observed as the photos only captured product identification. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the customer's observation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Additional information was received from the customer indicating that the 'hole' was not on the llad but on the catheter which is manufactured by another company. Therefore, the failure mode for 'hole' will be removed from the product information table and the investigation summary will be updated to note this. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.